Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not fully connected into the interface board. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 228 mg/dl. The customer states that the insulin pump was dropped and suffered some physical damage. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.